Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, a large number of noise oversensing events were found recorded on the holter monitor of the patient implanted with this pacemaker. The oversensing led to pacing inhibition and greater than two seconds of asystole for this pacemaker dependent patient. Trouble shooting was performed and oversensing was reproduced in some positions. An incomplete right ventricular (rv) lead fracture was suspected. The physician elected to reprogram the sensitivity of the device and monitor the system. A few hours after the follow-up, the patient presented to the emergency room for an episode of syncope. This device check showed oversensing and loss of capture. The device was reprogrammed again and a pacing catheter was implanted as a temporary back up. Programming optimization was also performed to prevent muscle stimulation. Three days later a revision procedure was performed. The rv lead was surgically abandoned and this device was explanted and discarded. No additional adverse patient effects were reported.